Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. The customer¿s blood glucose level was 236 mg/dl. At the time of incidence. Customer experienced nausea and vomiting like symptoms. Customer¿s current blood glucose level was 166 mg/dl. Customer was treated with insulin pump for high blood glucose level. Customer were treat with insulin pump. The insulin pump will be returned for analysis.